Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0115311. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-04-24. Medical device lot #: 0332697. Medical device expiration date: 2022-05-31. Device manufacture date: 2020-11-27. Medical device lot #: 1004587. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-01-04. Medical device lot #: 1026384. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-01-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced discolored / abnormal additive form, hemolysis. The following information was provided by the initial reporter. The customer stated: it's reported that specifically with lot 0115311 the separation of the serum is incomplete, it is not possible to obtain good quality serum. Come with particles adhered to the wall of the tubes, which is not normal in tubes with separator gel. We thought in the first instance that it was due to the technique and process of centrifugation in the lab, however this problem is observed in a transversal way in labs, which is strange. (Added on 02.jul.2021): additive abnormality issue has been found. Quantity affected: 3537 tubes for batch 0115311. 3900 tubes for batch 0332697. 12000 for batch 1026384. There is no information available for the quantity affected for batch 1004587. Regarding the sample quality issues, customer understands that it's due to the inclination of the gel in some walls, that it's present in all tubes.

Manufacturer narrative:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced discolored / abnormal additive form, hemolysis and poor barrier separation. The following information was provided by the initial reporter. The customer stated: it's reported that specifically with lot 0115311 the separation of the serum is incomplete, it is not possible to obtain good quality serum. Come with particles adhered to the wall of the tubes, which is not normal in tubes with separator gel. We thought in the first instance that it was due to the technique and process of centrifugation in the lab, however this problem is observed in a transversal way in labs, which is strange. (Added on 02.jul.2021): additive abnormality issue has been found. Quantity affected: 3537 tubes for batch 0115311. 3900 tubes for batch 0332697. 12000 for batch 1026384. There is no information available for the quantity affected for batch 1004587. Regarding the sample quality issues, customer understands that it's due to the inclination of the gel in some walls, that it's present in all tubes. 20.jul.2021. A row for poor barrier separation issue has been included.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced discolored / abnormal additive form, hemolysis and poor barrier separation. The following information was provided by the initial reporter. The customer stated: it's reported that specifically with lot 0115311 the separation of the serum is incomplete, it is not possible to obtain good quality serum. Come with particles adhered to the wall of the tubes, which is not normal in tubes with separator gel. We thought in the first instance that it was due to the technique and process of centrifugation in the lab, however this problem is observed in a transversal way in labs, which is strange. (Added on 02.jul.2021): additive abnormality issue has been found. Quantity affected: 3537 tubes for batch 0115311. 3900 tubes for batch 0332697. 12000 for batch 1026384. There is no information available for the quantity affected for batch 1004587. Regarding the sample quality issues, customer understands that it's due to the inclination of the gel in some walls, that it's present in all tubes. 20.jul.2021. A row for poor barrier separation issue has been included.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin/hemolysis/poor barrier separation/additive abnormality was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin/hemolysis/poor barrier separation/additive abnormality was not observed. 4 retained samples from (lot 0332697; lot 1004587; lot 1026384; lot 0115311) were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. 100 retained samples were visually inspected, and no additive abnormality were found. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode fibrin/hemolysis/poor barrier separation/additive abnormality, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin/hemolysis/poor barrier separation on the photos provided, however additive abnormality was not confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced discolored / abnormal additive form, hemolysis and poor barrier separation. The following information was provided by the initial reporter. The customer stated: it's reported that specifically with lot 0115311 the separation of the serum is incomplete, it is not possible to obtain good quality serum. Come with particles adhered to the wall of the tubes, which is not normal in tubes with separator gel. We thought in the first instance that it was due to the technique and process of centrifugation in the lab, however this problem is observed in a transversal way in labs, which is strange. (Added on 02.jul.2021): additive abnormality issue has been found. Quantity affected: 3537 tubes for batch 0115311. 3900 tubes for batch 0332697. 12000 for batch 1026384. There is no information available for the quantity affected for batch 1004587. Regarding the sample quality issues, customer understands that it's due to the inclination of the gel in some walls, that it's present in all tubes. (B)(6) 2021 -a row for poor barrier separation issue has been included.